Event description:
An (B)(6) male pt was having repair of failed competitor graft with zenith renu converter. Once the dilator tip was out of the valve, the resident rotated the valve counter clockwise. The valve was then rotated to the closed position, but there was poor homeostasis. They then decided to leave the tip of the dilator in the end of the valve. The zenith renu converter was implanted, all else was ok.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides instructions, as well as illustration, on the proper way to turn the captor valve to both open and close it. The user opens the captor-valve by turning counterclockwise, and closes/tightens the captor-valve, by turning clockwise. The sheath and valve assembly was returned and examined. Upon manipulation of the valve, it was found to move freely in both directions, clockwise and counterclockwise, from the open position. The valve was able to be closed in both directions as well. It is feasible that the valve could still leak, with a dilator inserted through the valve, and the valve in the closed position. A design change was made to this valve and effective on (B)(6) 2008 due to initiation of corrective action that will reduce the likelihood of over rotation occurring. A review of the mfg records indicate the captor valve on this flex main body device was built prior to the implemented changes described above. The failure mode assigned to this case is leakage. This failure mode was determined based on the provided event description supplied by the local cook rep. A definitive root cause can not be determined or reported at this time. However, over manipulation of the captor valve in the incorrect direction may have been a contributing factor to the leakage of the valve, but could not be confirmed. We will continue to monitor for similar complaints.